Manufacturer narrative:
The serial number provided was not valid, so the manufacture date could not be provided.

Event description:
A german customer received a blood glucose reading of 2.2 on the contour next link, re-tested on a different meter and the reading was 11.2mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. The strip information was not provided and the meter serial number was not valid. Replacement test strips and meter were sent to the customer.